Manufacturer narrative:
This report is submitted on december, 26,2022.

Event description:
Per the clinic, the patient experienced infection at the abutment site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem. The abutment was removed on (B)(6) 2022